Event description:
Company has received a complaint that alleges the omron mc-600 thermometer has caused a burn on their pt's underarm. The pt was taken to the doctor and exhibited 3 small marks, reddened and 2 were scablike. Comapny has not received the device for evaluation.